Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received multiple no delivery alarms. The customer's blood glucose was 252 mg/dl. Customer performed for troubleshoot. Advised customer that pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.